Event description:
Additional information states that sepsis was likely triggered by an aspiration event. The white blood cell count was 17.3. Patient was treated with vancomycin and piperacillin. The source of the sepsis was unclear, patient greatly improved, and is currently in the inpatient rehab. The sepsis resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the pump running symbol being off could not be confirmed through this evaluation. Review of the submitted log files confirmed a low flow alarm; however, the low flow alarm reportedly resolved with medication. Furthermore, a specific cause for the report of sepsis could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files contained data from 14sep2020 through 25sep2020 and found that the pump operated at the set speed without issue. A low flow hazard alarm was captured on 25sep2020 and was active for approximately 3 minutes until the driveline was disconnected as the controller was exchanged. Slightly elevated pulsatility index (pi) values were also noted during the low flow event. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Refer to MFR # 2916596-2020-04896 for investigation of the system controller. The patient remains ongoing on (B)(6) with no further related issues reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2018. The heartmate 3 lvas instructions for use (IFU) lists sepsis and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the heartmate 3 lvas patient handbook, provide information regarding how to prevent and control infection. The IFU also provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04896. It was reported that the device experienced low flow alarms with pump running symbol off so bedside staff exchanged the controller. Log file analysis captured low flows on (B)(6) 2020. There were no other unusual events recorded in the log file event history. Additional information states that patient was given epinephrine, patient was intubated but off of pressors. Patient was hemodynamically stable as of (B)(6) 2020. Patient was receiving treatment for sepsis. It was clarified that the patient was intubated and the bedside nurse said that the pump running symbol was black with low flow alarm and a red heart alerting them to exchange the controller. Controller will return after patient is discharged.